Event description:
It was reported that during use the right ventricular (rv) lead exhibited high and rising thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant of the surescan pas clinical study.